Event description:
It was additionally reported that the lead was programmed to unipolar sensing because of an insulation issue. A high number of mode switch episodes were recorded. Noise and measured small p-waves were noted. The lead remains in use in unipolar sensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Capture thresholds and impedance are stable. The lead remains in use and programming options were discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).